Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 545 mg/dl. The customer treated with manual injections. Customer's blood glucose value was 545 mg/deal at the time of the call. Customer also experiences blood glucose level of 300-500 mg/dl. The customer declined to continue troubleshooting for the high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.